Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely image is distorted due to the damaged cable. The most probable cause of the malfunction is traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image turned green and distorted with an olympus camera head. There was no patient injury reported.